Event description:
In litigation, it was alleged that in 2003, pt underwent laparoscopic surgery during which gynecare intergel was used. Subsequent to this surgery, pt "experienced complications" resulting from the use of gynecare intergel during this surgery. Add'l info received on 5/11/2005 noted the following: in 2003 the pt underwent laparoscopic surgery, during which gynecare intergel was used. Subsequently, it is reported that the pt experienced complications resulting from the use of gynecare intergel during this surgery. Update: add'l info received on 6/6/05 noted the complaint date is from 2003. On this date the pt had a laparoscopy, fulguration of extensive endometriosis, ovarian drilling, hysteroscopy and a dilation and curettage for severe dysmenorrhea, dyspareunia and dysfunctional uterine bleeding. The pt was noted to have enlarged ovaries and "extensive but lightly scattered endometriosis through almost the entire pelvis." The surgeon placed "intergel to help with adhesion prophylaxis" at the end of the case. The pt was discharged with instructions to follow up in 2 weeks. The next record is from 2004 when the pt presented for laparoscopy, fulguration and excision secondary to dysmenorrhea and endometriosis.

Event description:
In litigation, it was alleged that on february 2003, pt underwent laparoscopic surgery during which gynecare intergel was used. Subsequent to this surgery, pt "experienced complications" resulting from the use of gynecare intergel during this surgery.